Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported, low r wave sensing on the right ventricular (rv) lead resulted in post sensed t wave oversensing that led to inappropriate shocks being delivered. Technical support was contacted and reprogramming was performed. Following the reprogramming, episodes of post paced t wave oversensing were observed on the device. Additional investigation or replacement of the rv lead was recommended by technical support. The patient was stable and will continue being monitored.